Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported cylinder and axis "miss" during intraoperative aberrometry of the left eye. The surgeon is questioning the accuracy of the system. Additional information received; the surgeon went with the system recommended intraocular lens power of 12.5 instead of a 12.0 power lens and did not use the recommended toric or axis. It is reported that the surgeon noted floaters in the periphery during measurements. The patient underwent a lens exchange 7 weeks following initial treatment. The patient is noted as having floaters following treatment.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).